Event description:
Balloon is not deflating far enough back to its original size leaving internal ridges and causing trauma when catheter is removed. (2) catheter eye placement too close to tip of catheter shaft causing it to fold over itself during insertion.